Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use on (B)(6) 2024. The blood glucose level 200 mg/dl at the time of event. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.